Event description:
It was reported that a malfunction occurred on the pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.